Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found that a partial lead was returned. An insulation abrasion at 24.0 cm to 24.6 cm from the distal tip which exposed the outer coil. The abrasions were consistent with exposure to constant friction with another implantable device. Surface abrasions were noted at multiple locations from the distal tip.